Event description:
Bite proof bite block for endotracheal tubes size 6 to 9.5mm was used. Mfg by integra biotechnical, llc for b and b medical technologies. Lot # d133437. The tubing from the pilot balloon port was placed between the ett and the bite block per MFR instructions. The tubing became kinked and the balloon could not be inflated. The ett had to be removed and the pt was re-intubated. The pt died on (B)(6) 2012, but it is unclear if the kinked tube had a significant role in the outcome. However, the fact remains that the medical staff had to re-intubate the pt with a new ett and when examining the ett that was initially used it was found that the tube was kinked.